Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter separated from the hub before use when the needle cover was removed. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about separation of hub-needle assembly. According to the customer's report, when the needle cover was removed before use, the needle was separated with the hub into the needle cover."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-dec-2022 . H6: investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 22g x 1.00in. Insyte autoguard bc pro catheter assembly and needle cover with no product documentation to indicate the reference or lot number. Additionally, two photos were provided for investigation. The complaint that the catheter separated from the needle with the needle cover was confirmed and the cause appeared to be attributable to improper orientation between the catheter and the needle cover. This may occur during manufacturing and cause the catheter adapter to become lodged within the needle cover. This was confirmed by the bent push tab on the catheter adapter and a damaged molded feature within the needle cover. A device history review could not be completed as no batch number was provided. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter separated from the hub before use when the needle cover was removed. The following information was provided by the initial reporter, translated from japanese: "this is a report about separation of hub-needle assembly. According to the customer's report, when the needle cover was removed before use, the needle was separated with the hub into the needle cover."